Manufacturer narrative:
Investigation: the complaint of the z6ms system error message was investigated. The most probable cause of the issue was determined to be gastro flex thermistor trace crack and open due to insufficient gastro flex reliability; this is related to design. Changes to the gastro flex thermistor trace width, cable assembly design, and gastro flex stiffener were implemented through a CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation and on the table was undergoing an open heart surgery. In the middle of the surgery, the transducer prompted a usacquisition temperature monitoring error message. The user removed the transducer from the patient and reinserted another transducer to continue and complete the procedure. The system was not rebooted. There was a delay of 10 minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.